Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin squirted out and managed to rewind and start again and the same thing happened. The customer¿s blood glucose was 5 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed displacement test, self test and unexpected restart error test. Unit alarmed compromised force sensor system during basic occlusion test due to loose / protruded drive support disk. Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to the compromised force sensor system alarms. Unit received with cracked case at reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker and back address serial number label.